Event description:
Hcp reported the pump explanted and returned to the manufacturer for analysis. The hcp questions a pump malfunction. A follow up report will be sent when additional information is received.